Event description:
The customer reported that the device shutdown twice. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device shutdown twice. There was no reported adverse pt impact. The device was evaluated at philips. There was no trouble found with the device. The bench technician elected to reload the software on the device and reset all the connections for preventative maintenance. The device passed all testing and was shipped back to the customer. The trending data does not support that there is systemic problem or emerging issue involving the symptom(s) and failure associated with this complaint. We are considering this a malfunction. We are unable to determine the cause as the reported symptoms was not confirmed or reproduced when the device was evaluated at philips. No further investigation or action is warranted.